Event description:
Event description guidant received information that this device was explanted as it exhibited battery depletion in less than two years due to high threshold and impedance measurments and a suspected lead fracture on the ventricular lead. The ventricular lead was abandoned surgically. During the replacement procedure a 4285 lead was attempted however the patient's anatomy did not allow acceptable threshold measurments.